Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't form as expected near the crotch/apex. Cycled thru the device for good clips. The device was disposed of at the end of the case. There were no patient consequences.